Manufacturer narrative:
(B)(4).

Event description:
It was reported that the doctor discovered that there was no spring-wire guide (swg) and the tube around the swg. This was discovered during use on the patient in the hospital catheterization room. The surgery went on after changing to another swg. Patient outcome reported as fine.

Manufacturer narrative:
(B)(4). The device was returned to teleflex for investigation. The reported complaint of spring-wire guide missing is confirmed. Upon return the original packaging had been previously opened, and no spring wire guides were included with the returned iab; however, it cannot be determined that the spring wire guides were not originally included. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that the doctor discovered that there was no spring-wire guide (swg) and the tube around the swg. This was discovered during use on the patient in the hospital catheterization room. The surgery went on after changing to another swg. Patient outcome reported as fine.